Event description:
It was reported the patient received inappropriate shock therapy due to ventricular lead noise. Increased pacing lead impedance and high capture threshold were observed. The physician felt the device set screw was not functioning normally. A new pocket was created on the right side of the patient chest along with a new system. The patient was transferred to the ccu and monitored. The patient passed away, unrelated to explanted system.